Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement procedure. The previous device was removed and a new ipp was implanted. The previous ipp was no longer inflating. Inflation issues began a couple of months ago. The implant had a leak in the left cylinder. The patient had a good outcome following the procedure.